Event description:
As reported, the plug deployment of a 5f exoseal vascular closure device (vcd) failed. The plug fell out of the exoseal vcd shaft during removal. Hemostasis was achieved using manual compression. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure utilizing a retrograde approach. The physician had achieved certification on its use, and the device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. A 5f non-cordis catheter sheath introducer was used. The femoral artery's suitability was verified on angiography, including an insertion angle of 30-45 degrees for the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site showed no visible calcium or plaque, no vessel tortuosity, no stent near the site, and no stenosis greater than 50%. Additionally, the target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The deployment button was fully depressed and flushed against the handle. Approximately 1-2 seconds after depressing the deployment button, the exoseal vcd and vascular sheath introducer were removed as a single unit. The indicator wire was not visible when the device was removed. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the plug deployment of a 5f exoseal vascular closure device (vcd) failed. The plug fell out of the exoseal vcd shaft during removal. Hemostasis was achieved using manual compression. There was no reported patient injury. The exoseal vcd was used in a diagnostic procedure utilizing a retrograde approach. The physician had achieved certification on its use, and the device was stored and prepped according to the instructions for use (IFU). There were no visible signs of device or package damage prior to use. A 5f non-cordis catheter sheath introducer was used. The femoral artery's suitability was verified on angiography, including an insertion angle of 30-45 degrees for the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5mm. The puncture site showed no visible calcium or plaque, no vessel tortuosity, no stent near the site, and no stenosis greater than 50%. Additionally, the target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. The deployment button was fully depressed and flushed against the handle. Approximately 1-2 seconds after depressing the deployment button, the exoseal vcd and vascular sheath introducer were removed as a single unit. The indicator wire was not visible when the device was removed. One non-sterile vascular closure device 5f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis catheter sheath introducer (csi), the button/deployment lever on the device was pressed and the plug was not present on the delivery shaft, which was found with dry blood residues, with the indicator wire retracted. The indicator window was received on white/black/red position and the cowling guard was found unlocked. No other anomalies were observed during the analysis. The reported event by the customer as ¿plug ¿ inaccurate placement¿ could not be confirmed since due to the nature of the complaint, the event reported could not be properly evaluated. Procedural, patient related, and/or handling factors might have contributed to the condition reported on the unit since the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. Approximately 1-2 seconds after depressing the deployment button retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.